Event description:
Blade shed during use. Metal particles were left in patient.

Manufacturer narrative:
The returned blade was checked for proper inner blade rotation and found to rotate freely within the outer blade. Tip/tube weld alignment was checked as a possible cause of blade interference and it was observed that the blade presented with significant friction, half way up the tube and prior to the tip weldment, indicating a significant bend in the outer blade. The outside diameter of the inner blade tip was measured and found to have splayed up to .015 inches. The tip of the inner blade was examined microscopically and found to have radial gouges eminating from the edgeform teeth. Based on the physical condition of the blade; the likely cause of the shedding appears to be due to somewhat aggressive resection of material with some lateral load to the blade assembly. (B)(4).